Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient needs to have her device removed due to needing a defibrillator. The defibrillator needs to be implanted in about a month. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had the device removed in 2013. She had the device at the base of her skull for migraines. She was in a bad car accident and had to have a defibrillator put in, so the implantable neurostimulator (ins) needed to be removed.